Event description:
Programming history was reviewed and high impedance was seen on normal mode diagnostics. System diagnostics were not provided. The generator has been explanted and discarded by the facility. The device was not able to be interrogated before explant due to battery depletion. No other relevant information has been received to date.